Event description:
This lead extension was intended for patient implant in (B)(6). Diagnostic testing performed following placement of the device found invalid impedance measurements for two lead contacts. Efforts to resolve this matter via further intraoperative troubleshooting proved unsuccessful. A new lead extension was used to complete the procedure with no further impedance issues noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation results: the complaint of "invalid impedance" was confirmed. As received, the 3383 extension was examined microscopically and a wire was observed detached from channel 8 in the header. Conductivity testing showed channel 8 was electrically open. This would have caused the invalid impedance observed in the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.